Event description:
In 2003 pt underwent gastric bypass procedure with implantation of peri-strips dry. In 2003 pt presented with complex wound infection from an intra-abdominal abscess secondary to a gastric leak originating at the staple line of the remnant gastric pouch. Pt underwent second intervention for repair of gastric remnant leak and placement of gastrostomy tube. 5 days later pt underwent third intervention. Pt experienced multi-organ dysfunction and prolonged hosp stay. Pt's current status described by surgeon as: alive, at home on artifiical nutrition.